Manufacturer narrative:
The evaluation of the provided information has been made available. Event summary: it was reported that the patient had some anterior thigh pain related to osseointegration of the stem in right side. Review of received data: two undated x-rays were received, before the implantation surgery and after the implantation. However it was unknown how long after the implantation the x-ray were taken. It showed that the patient has a bilateral thr. The right thr was observed osteolytic alterations around the proximal part of the femoral stem. No other abnormalities noticed. Implantation surgery report dated may 5, 2014: preoperative diagnosis: degenerative joint disease, right hip operation: 50mm continuum acetabular shell, 50x32 longevity vitamin vivacit-e liner, femoral stem size 10 and 36size delta ceramic head were implanted. No intraoperative complications were observed. Device analysis: no investigation could be performed as the device still in vivo. Pain cannot be related to a single specific failure mode. Based on the given information, a root cause analysis is therefore not possible. Should any additional information that changes the assessment become available, the case will re-evaluated. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. Zimmer (B)(4) consider this case as closed. (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices, or other source documents for review as the patient has not been revised. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Event description:
It was reported that a patient was implanted a zimmer biomet biolox delta, ceramic femoral head, m, 32/0 taper 12/14 on (B)(6) 2014. It is also reported, that the patient experienced some anterior thigh pain related to osseointegration of the stem in the right side. A revision surgery was not yet performed, the device remains implanted. This case is a clinical study. For the stem a second case is filed ((B)(4)).